Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient whose caregiver removed sensor wire from insertion site with tweezers. At the time of the call with dexcom technical support, the distributor reported no injuries or medical intervention.